Event description:
It was reported following a percutaneous procedure, a 6f angio-seal was selected for use. The next day, the patient complained of leg pain. An angiogram via bilateral access revealed a questionable lesion at the site of the previously deployed angio-seal. The patient underwent surgical site revision and collagen was found inside the common femoral artery allegedly causing the thrombotic event. The angio-seal was removed. The patient is doing well post surgical intervention. The physician stated the deployment was routine.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible as the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) states that if collagen deposition into the artery at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also states failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.